Manufacturer narrative:
Integra has completed their internal investigation on (B)(6), 2017; DHR for lot f9dq reviewed and no anomalies associated with the complaint were observed. Lot f9dq was manufactured on february 2014 and 50 parts were released. This is the first incident for lot f9dq, so the rate failure is (B)(6).

Manufacturer narrative:
Summary of additional information received (B)(6) 2016: the drill in question were part of a set at the hospital. There was only one drill associated with the issue. The patient was not injured. The doctor cut herself when she was trying to prepare the screw holes, as the drill was not sharp enough. She had to apply too much pressure on the drill. The cut is healed now. The dysfunction led to a little increase in the surgery time, it was only a few minutes. As a result, the cut for the screw holes was less precise. The surgery was finished using another drill.

Manufacturer narrative:
Integra completed its internal investigation 20dec2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: a DHR review cannot be performed at this time as the lot number was not provided and the device wasn't returned for evaluation. A review of the complaint system was performed. This is the first incident during last two years about hallu-lock drills not enough sharp. During this time, (B)(4) drills were sold. The rate failure is (B)(4)%. Conclusion: product not returned, therefore investigation for cause cannot be performed.

Event description:
It was reported the devices were not sharp enough. ¿one of our sales representatives informed us about a problem with 2 units of the drills. He explained that these drills have the same problem as the drills that were recalled prior, they are not sharp enough. One doctor has cut off her finger due to the great force she has had to apply with it in surgery.¿